Manufacturer narrative:
H.6. Investigation: it was performed the DHR, maintenance records, quality was carried out and no deviation was found for this batch. The photo made available by the client for evaluation made it possible to carry out an investigation and determine the probable root cause for the incident, the mixing, occurred in the packaging stage. In this way it was possible to confirm the complaint. -the production line operators will receive training on how to clean the line; -the incident identified from this complaint will be monitored for trend assessment. H3 other text : see h.10

Event description:
It was reported that needle 18ga 1in blunt fill sla contained a mix of product types in the pack. The following information was provided by the initial reporter: "lot of 10 needles of size 25x12, came with 9 needles with bevel base in red and another one with green base - generating doubts as to the real size of the needle, since the sealed packaging is of size 25x12 and the needle does not appear to be compatible with the size of the package."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Initial reporter address: (B)(6).

Event description:
It was reported that needle 18ga 1in blunt fill sla contained a mix of product types in the pack. The following information was provided by the initial reporter: "lot of 10 needles of size 25x12, came with 9 needles with bevel base in red and another one with green base - generating doubts as to the real size of the needle, since the sealed packaging is of size 25x12 and the needle does not appear to be compatible with the size of the package."